Event description:
It was reported to philips the device intermittently failed the ops check with the ECG cable. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the ECG cable needed to be replaced to return the device to working condition. The fse advised the customer to replace the ECG cable. The device remains with the customer.